Event description:
The manufacturer received information alleging patient is now seeing particles in her hosing from her device. She is very ill. Patient is experiencing a chronic sinus infection and cough. She has used sterilization in the past on her device. Particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer also received information alleging patient was now seeing particles in her hosing from her device, she is very ill. Patient was experiencing a chronic sinus infection and cough. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow- up report will be filed.